Manufacturer narrative:
Programmer model 3037, serial #unk, lead model unk, lot #unk, implanted: unk, explanted: unk.

Event description:
It was reported that the patient experienced a shocking sensation which started at the neurostimulator pocket and traveled to the vaginal area and down their legs. It was noted that the shocking sensation lasted for 40 minutes and continued every 30 to 60 seconds. There was no known accident or incident related to this event but she reported going towards an elevator at the time but had done this for the last six years with no problems. The patient did visit with their healthcare professional for the event at which time an x-ray was performed and the device checked which showed no problems. Unable to follow up with the contact information provided, hence no additional information was obtained.